Event description:
A hospital pharmacist reported that during an intraocular lens (iol) implant surgery in the right eye one haptic was broken and remained blocked in the cartridge. The iol was implanted and remained stable in the patient's eye. Additional information was received that following iol implantation, the surgeon noted the lens was decentered due to the broken haptic. The patient was transferred to another hospital. The iol was exchanged the next day for the same model, same power lens. At the first postoperative visit, the patient was stable and healthy.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).